Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. (B)(6). Device manufacture date: unknown as serial number was not provided. (B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded. The serial number was not provided/reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon had to explanted a tecnis symfony intraocular lens due to negative dysphotopsia observed by the patient, who was not happy with the symptom. No further information was provided.

Manufacturer narrative:
In review of the initial MDR, information was known; however, was inadvertently not captured. The following section has been updated accordingly: (B)(4). New information was received. The symfony lens was originally implanted on the (B)(6) 2018. The replacement lens was a non j&j lens implanted without issue. Vision pre-explant: 6/6 vision post-op 6/5-2 the following section was updated accordingly: if implanted; give date: (B)(6) 2018. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: new intraocular lens used as replacement was an ar40 model. Catalog number was provided. Serial number was provided. Expiration date was provided. Unique identifier was provided. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.